Event description:
Patient has an aseptic lose tibia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were provided. Review of the records suggest loosening of the tibial device in vivo. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the device loosening with the information provided. The patient is morbidly obese which could be a contributing factor. IFU¿s caution that it is imperative that the patient be instructed about the strength limitations of the materials used in the device and for implant fixations. Obesity imposes severe loading on the affected extremity significantly increasing wear and the likelihood of early failure, including loosening, of one or more of the components. Based on the inability to conclusively identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.